Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer rebooted the system and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) will not receive the 30-degree endoscope for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the image and assigned arms were flipped after the customer replaced the 0-degree endoscope with a 30-degree endoscope. The tse explained to the customer that the issue was related to the guided tool change (gtc) function. The tse advised the customer to check the endoscope rotation after the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred on a 30-degree endoscope. There was no patient injury due to the alleged issue.